Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/28/2022 it was reported by a sales representative via sems that an ar-8973r-30-130 fibula nail has no 60 degree bend. The nail was straight. This was discovered during a fibula fracture procedure. The nail was implanted but did not fit because there was no bend. The surgeon removed it and closed the case without having fixation on the fibula side.